Event description:
A tandem mobi cartridge alarm was reported by the caller while the pump was in use. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support confirmed multiple cartridge alarms and instructed the caller to follow specific procedures, including replacing the cartridge and delivering a bolus. As a resolution, the caller successfully resumed insulin therapy with a new cartridge. Technical support also arranged for a replacement pump to be sent and instructed the customer on return procedures for the malfunctioning pump, confirming that the return process was completed correctly.